Event description:
The customer reported an elevated troponin I (accutni) result for one pt, and issues with creatine kinase-mb (ck-mb) and estriol involving access 2 immunoassay system. This is report number one referencing system serial number (B)(4). Subsequent testing produced troponin I result within the risk stratification range. It is unk if the elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered the peristaltic pump not aspirating evenly. The fse replaced the peri-tubing and aspirate probes. On (B)(4) 2009, the fse replaced the old peristaltic pump. The fse completed aspiration tests and system check successfully. The fse successfully calibrated troponin I (accutni) with a new reagent lot. The unit conformed to the MFR's published performance specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2022870-2011-03918.